Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s husband reported via phone call that they were hospitalized due to vomiting on (B)(6) 2017 11am with blood glucose of 540 mg/dl. The customer was hospitalized twice for same reason. The customer does not have pump with him and customer is not present. The significant event leading to hospitalization was vomiting. The outcome of the hospitalization mentioned as IV, fluids, insulin, zofran. The customer wearing the pump at time of hospitalization. Customer advised to call back when customer and pump is present for troubleshooting. The insulin pump will not be returned for analysis.